Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomed who stated that the equipment was displaying low nbp values. The rse confirmed that after calibration the issue was resolved. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device was out of calibration. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the device was displaying low non-invasive blood pressure (nibp) values. The device was in use on a patient at the time of the event. There was no adverse event reported.